Manufacturer narrative:
The lot number is unk therefore, the date of manufacture can not be determined. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report. Info has been added to the database for trending purpose.

Event description:
The caller stated that patient only had the tracheostomy tube in for about a week before it started leaking. They put the device in water and found that the leak was due to a tiny crack in the injection port of the pilot balloon. The pt's tube was replaced and there was no pt harm other than need for re cannulation.